Manufacturer narrative:
(B)(4). Evaluation summary: the steerable guide catheter (sgc) was returned and investigated. The reported difficult clip delivery system (cds) insertion and sgc leak were confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficult cds insertion and leak appear to be the result of a torn silicone valve. The tears in the silicone valve were likely the result of user technique and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The clip delivery system is filed under a separate medwatch report number.

Event description:
This is filed to report the loss of fluid column. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds 70203u116) was inserted into the steerable guide catheter (sgc). Slight resistance was noted between the clip introducer (ci) and the sgc. The cds was successfully advanced to the left atrium. When the m-knob was applied, the cds would steer in the opposite direction. The cds was removed and replaced. A second cds was attempted to be inserted into the sgc, but strong resistance was felt between the ci and sgc, and the ci became bent. At this point, the sgc lost fluid column. Aspiration was performed to prevent air in the anatomy, and the sgc was removed and replaced. The second cds was used successfully with the new sgc. One clip was implanted, reducing the mr to 1. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.